Manufacturer narrative:
Evaluation summary continued: analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the physician's office due to experiencing a resumption of bradycardia symptoms, including a low heart rate and feeling sluggish for approximately three months. No telemetry could be established and the device could not be interrogated, with the device completely inoperative and not pacing, and noted to have premature battery depletion. The physician provided remote monitoring transmission data from approximately three months earlier, showing an alert for device reset, along with various impedance alerts and warnings (impedances at 0 ohms), and a polarity switch which occurred just prior to the power-on-reset (por). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that the device "failed", that it "[could not be read]", that the device "might have had some sort of software issue", and that the patient's heart rate was in the 40s.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Hybrid analysis confirmed a depleted battery due to high current drain. The high current drain was determined to be due to a faulty ceramic capacitor. If information is provided in the future, a supplemental report will be issued.